Event description:
It was reported while using bd cathena safety IV catheter the safety mechanism did not properly engage. There was no report of patient impact. The following information was provided by the initial reporter: safety did not engage when inserting cathena. It happened with 2 20g that were from the same lot# as well as an 18g.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E.1. Address information was not able to be obtained, therefore, nj was used as a place holder. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported while using bd cathena safety IV catheter the safety mechanism did not properly engage. There was no report of patient impact. The following information was provided by the initial reporter: safety did not engage when inserting cathena. It happened with 2 20g that were from the same lot# as well as an 18g.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 27-sep-2023. H.6. Investigation summary: our quality engineer inspected the 2 actual sample and the 44 representative samples submitted for evaluation. The reported issue of safety shield activation failure was not confirmed upon inspection of the samples. From the returned actual samples, no dent was observed on the cannula that would obstruct the movement of the tip shield for safety activation. There was also no damage to the v-clip and washer. The safety mechanism of the returned sample was able to be manually activated; no safety activation failure was observed. All the representative samples passed safety activation test. All inspections passed with no defects observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the samples. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd cathena safety IV catheter the safety mechanism did not properly engage. There was no report of patient impact. The following information was provided by the initial reporter: safety did not engage when inserting cathena. It happened with 2 20g that were from the same lot# as well as an 18g.